Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1003, as a result this device has been explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was never recorded, cell depletion pattern are consistent with normal battery depletion. Analysis confirmed that all therapy was available while implanted.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1003, as a result this device has been explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. A surgical intervention was necessary. No additional adverse patient effects were reported.